Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 2 mg/ml morphine at 0.8 mg/day and 18 mg/ml bupivacaine at 7.2 mg/day. It was reported that during a l2-5 infusion, the spinal segment of this catheter was intentionally pulled out of the intrathecal space and neurosurgeon did not visualize medication coming from the spinal catheter tip. The rep was called,and upon arriving, the neurosurgery resident programmed a single bolus while catheter remained out of intrathecal space. Fluid visualized approximately 7 cm from tip of catheter. Neurosurgery resident then aborted bolus. 12 cm of spinal segment trimmed from existing 8780 catheter, then an additional 2 cm trimmed. 14 cm newly implanted 8782 spliced onto remaining 8780 with collet connector. Neurosurgery resident then programmed bolus and fluid visualized exiting from catheter tip. Neurosurgery resident then aborted the bolus. Once fusion complete, neurosurgeon then threaded newly spiced 8782 segment back into the exposed epidural space. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2016 explanted: (B)(6) 2020, product type: catheter. H3: the catheter was returned, and analysis found the catheter was incorrectly assembled or sutured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.